Event description:
A hematoma was noticed. Dornier was notified of this event on (B)(6) 2012. It is unknown when the event occurred. The device was found to be working properly and within the defined specifications as a result of a service check on (B)(6) 2012. The patient has recovered and has no permanent disability. The event occurred in (B)(6).

Manufacturer narrative:
(B)(4) (the importer) is submitting the report on behalf of dornier medtech systems (B)(4) (the manufacturer per exemption number (B)(4).